Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Customer's blood glucose (bg) level was not impacted related to the cracked touchscreen. In addition, the contact reported that the customer experience a bg level of 206 mg/dl earlier. The customer took a bolus via the pump. Contact was unsure of what caused the bg level and decline to troubleshoot with tandem technical support stating that the pump is working correctly. It was indicated that the customer would continue to use the pump until the replacement arrives.